Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
During a peripheral atherectomy procedure using a csi orbital atherectomy device (oad), the crown of the device became detached and remained in the patient. The target lesion was located in the superficial femoral artery. Following treatment with the oad, the device was turned off and it was noted that the crown was detached and located distal to the end of the device. An attempt was made to retrieve the crown, however the snare was not able to traverse the vessel. The crown migrated to the anterior tibial artery and remained in the patient. The patient was in stable condition following the procedure.

Manufacturer narrative:
The reported oad was received for analysis. The driveshaft was found to be elongated and stretched, and the crown was noted to be missing. No adhered biological material was observed on the driveshaft, and no evidence of driveshaft overloading was found. There was no additional damage observed to the oad, and when tested it functioned as intended. At the conclusion of the device analysis investigation, the reported event was confirmed. However, the root cause of the event was unable to be determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements.